Event description:
Pt is reported to have developed a burn on the top and bottom of quad areas around the knee, measuring approx 2cm x 3cm and 1cm x 1cm respectively, following treamtnet with the anodyne professional unit which was administered by a health care professional. Pt was treated with zinc oxide topical ointment.